Event description:
Tested pt on suspect meter, a ptt = >150 seconds. A second meter was used and the result was 33.8 seconds. A laboratory sample was taken and the result was 35 seconds. The pt was treated based on the second meter reading.